Event description:
Contamination; it was reported that hair-like, unknown material was observed on a trace of adhesive between tubing and three way stop cock on sensor before use.

Manufacturer narrative:
Customer report was confirmed. Flotrac kit was opened in its original package. A hair, about 5mm was found inside the male luer of zero-stopcock. This event was determined to be reportable following edwards standard procedure. A device history record review was completed and documented that the device met all specifications upon distribution.